Manufacturer narrative:
Submit date: 01/15/2018. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that when the package was opened, they observed a foreign object within the package. On (B)(6) 2018, the manufacturing facility performed an evaluation on the returned sample, and upon visual inspection, it was found that the radiopaque strip was missing. Based on this information, this is a reportable event.

Manufacturer narrative:
Submit date: 01-17-2018. Per additional information received from the manufacturing facility, product number 6715 is a 6 inch kerlix bandage roll that is not manufactured with a radiopaque element and therefore, a MDR should not have been generated. If information is provided in the future, a supplemental report will be issued.